Event description:
A bifurcated gore-tex graft was used in an aorto-bi-iliac repair for an aaa and bilateral common iliac aneurysms procedure. The physician reported a possible enlargement of both common iliac arteries due to seroma formation. The physician would like a review of the post-procedure films to determine if a seroma is present that could cause the enlargement. The physician believes both iliac arteries may be larger post-procedure. The patient is experiencing no symptoms and there is no infection per physician report. The physician has decided not to intervene and will check the patient in 6 months. The physician is sending post-procedural CT and ultrasound images of the event to gore; however, original images prior to the propaten graft placement will not be available. Further investigation is pending.